Event description:
It was additionally, noted that on (B)(6) 2024 the patient's system controller alarmed for a power cable disconnect. It appeared that the power cable disconnect alarm occurred on (B)(6) 2024 prior to the first recorded event in the event log file as the event log file displayed data from (B)(6) 2024 from 5:48 pm to (B)(6) 2024 at 12:08 pm.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported pump stop. Evaluation of the submitted image confirmed a driveline disconnect alarm as the cause of the pump stop, and the account reported that it was suspected to be caused by user error. The customer submitted a photograph showing the controller alarm history screen. The screen displayed a driveline disconnect alarm on (B)(6) 2024 at 15:04. Based on data captured in the lvad periodic log file the reported pump stop was confirmed to have occurred at 15:04 on (B)(6) 2024. Any additional pump stops that may have occurred between 12:53 and 15:04 on (B)(6) 2024 could not be determined. The events leading up to the pump stop(s) were not able to be determined as the submitted event log files no longer contained data from (B)(6) 2024 due to being overwritten by newer events. No other notable events were observed, and the pump appeared to function as intended throughout the duration of the file. The patient is stable and remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU (rev. C) is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. Furthermore, the IFU explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency) and states that both the patient and primary caregiver must be able to repeatedly demonstrate ability to successfully complete connection of a driveline to the system controller in a timely manner. The heartmate 3 lvas patient handbook (rev. D) is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cause of the pump stops was never identified and was most likely due to patient error. The pump stops were troubleshooted by inspection, manually tugging on the modular cable and driveline connection to ensure there weren't loose connections, as well as checking the locking mechanism to ensure it was secured correctly.

Event description:
It was reported that the patient reported pump stops on (B)(6) 2024. Their log files were reviewed found pulsatility index (pi) events and no pump stops or unusual events were observed. The pump stops resolved, and the patient was stable.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.